Event description:
It was reported that during a meniscus repair surgery, the fast-fix could not be used due to the second peek could not be deployed. Procedure was completed with a back-up device. Nor delay or patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Manufacturer narrative:
One fast-fix 360 curved needle delivery systems was returned for evaluation. Visual assessment of the device showed the delivery needle is bent. No suture or ts remain on the delivery needle or were returned for examination. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended.